Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table. The technician reported the root cause of the event to be attributed to the p2 switch. This switch helps control the pressure of the floor locks. If too much pressure is released, the table can become unstable. The technician replaced the p2 switch and confirmed the table to be operating according to specification. A 3-year complaint review indicates this to be an isolated event.

Event description:
The user facility reported the 4085 surgical table "shifted" as they were transferring a patient from a gurney to the table. No injury or procedure delay was reported.